Manufacturer narrative:
This report is for an unknown nails/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the sleeves for the asls screws would not engage with the nail. The lip on the sleeve tore off and did not grip the nail. The surgeon used the same technique with another set of sleeves from a new box and new set worked as designed. There was no surgical delay reported. The procedure was successfully completed. There was no patient consequence. This report involves one (1) unknown nail. This is report 1 of 1 for (B)(4).